Manufacturer narrative:
(B)(4). Batch # r92u29. Investigation summary : the device was returned with the tissue pad damaged, melted, and 100% present. Also it was received with the cable/connector cut off. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. Due to the condition of the device could not be performed functional tests. Next, the device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an esophagus procedure, the pad broke off. The case was completed with another device of the same product code. There were no patient consequences reported.